Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported hospitalization event for his high blood glucose. He stated he was hospitalized because his basal settings was not set up. Date of hospitalization was (B)(6) 2013. Blood glucose at the time of admission was unknown. The customer stated he first had a blister on his foot that turned into an infection. He stated he was cold and shivering before he was admitted to the hospital. The customer stated he was treated with an IV drip and manual injections at the hospital. The customer also reported that the blister on his foot had turned into a bone infection due to his high blood glucose being high. He stated he has not been on the insulin pump since his hospitalization. No additional information provided.